Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02139. It was reported that shaft break occurred. The 20x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilatation of the lesion with a 3.0x15 and 3.25x15 non-bsc balloon catheters which resulted to a 60% residual stenosis, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered while advancing the device and the shaft broke. Another 3.50 x 20 synergy drug-eluting stent was advanced and was deployed successfully. However, during removal of the stent delivery system, the stent catheter broke. The implanted 3.50 x 20 synergy was then post-dilated with a 3.5x12mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 18490899 to 18229404. Device expiration date corrected from 03/30/2017 to 12/17/2016. Device manufactured date corrected from 10/21/2015 to 08/10/2015. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 304mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The crimped stent was expanded from balloon and not returned for analysis as it was implanted. The balloon appears to have been previously inflated and deflated on receipt for evaluation and contrast media inside the balloon lumen suggests that the balloon was inflated. There was no apparent damage to the balloon wall that would suggest that the device had difficulty inflating during procedure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02139. It was reported that shaft break occurred. The 20x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilatation of the lesion with a 3.0x15 and 3.25x15 non-bsc balloon catheters which resulted to a 60% residual stenosis, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered while advancing the device and the shaft broke. Another 3.50 x 20 synergy drug-eluting stent was advanced and was deployed successfully. However, during removal of the stent delivery system, the stent catheter broke. The implanted 3.50 x 20 synergy was then post-dilated with a 3.5x12mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.